Manufacturer narrative:
After battery installation, the device powered up to a blank display. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. After visual inspection, there is corrosion in/around the following: battery board, terminal of the keypad flex cable; electrical board 1--severe corrosion along the bottom of the board including connectors; electrical board 2--corrosion as well as the terminal of the lcd flex cable. After swapping the original electrical board 2 onto a known good electrical board 1 and then into a known good case, the unit powered up to a flashing white screen. After swapping a known good electrical board 2 onto the original electrical board 1 and then into a known good case, the device powered up to a blank display. An attempt was made to clean off the corrosion around the connectors on electrical board 1. The attempt was unsuccessful since the device powered up to a blank display. In summary, the unit powered up to a blank display due to the severe corrosion underneath the connectors. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that pump got water skiing and started beeping. Customer also installed a new battery, monitored pump for 2 hours, but still frozen display didn't recurred. Customer also checked the aa battery, checked battery compartment,but still after restarting the pump the display didn't returned. No medical intervention required and no harm occurred. The product will return for analysis.